Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had recurring no delivery alarms. The customer stated they had reverted to their insulin pen for the past eight weeks. Customer was advised to insert their infusion set at their hip. Customer's blood glucose was 130 mg/dl. The customer was advised to monitor their insulin pump. No additional information provided.